Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient was swimming and received an alarm. The patient rebooted the pump and all of the keypad button were found to be unresponsive. The patient now cannot navigate past the verify screen. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
(B)(4):there was moisture visible in the display. Investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. The complaint could not be confirmed or duplicated. Testing indicated a case seal leak, and a crack was observed in the pump casing near the ir window. Internal moisture damage was observed on the pcb.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.